Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr checked the power module and all connections. Troubleshooting found the issue the rocker switch. The suspected switch had it's prongs horizontal and were being pressed upon by the power supply. After replacing the switch, the fsr reported the issue was resolved. The fsr performed the operational verification procedure, which included turning off and on the ventilator with the rocker switch, and reported the unit meets all factory specifications. At this time, carefusion has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit will turn on, but powers down and does not stay on at all. The customer reported there is no patient involvement associated with the event.